Event description:
Pt had clotted dialysis shunt in left arm. Balloon angioplasty catheter ruptured in shunt and sheared off from catheter when trying to remove from shunt. Required surgical excision to remove. (Synthetic fragment 2.8 x 0.8cm).